Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13k04070 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, a month prior to the receipt of this report, the patient experienced peritonitis manifested by symptoms of abdominal pain, vomiting, and shortness of breath. The patient was hospitalized for the peritonitis the same month as the onset. On the same day as hospitalization, the patient began treatment for the peritonitis with vancomycin intravenously (IV) (daily, dose not reported) and rocephin IV (every 8 hours, dose not reported). One day later, additional treatment of ceftazidime was administered, intraperitoneally (ip) (dose not reported). Three days after being admitted to the hospital, the patient received their last pd therapy treatment. On that same day, pd therapy was discontinued and the patient¿s pd catheter was removed. The following day, hemodialysis was initiated. Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the antibiotic treatment was ongoing and the patient was recovered from the peritonitis. The patient continues to perform hemodialysis therapy at the time of the report. Additional information was requested but is not available.